Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters, mini trek rx, global instructions for use states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified, 99% stenosed de novo concentric lesion in the mid left anterior descending coronary artery. The 2.0x12 mm mini trek rx balloon dilatation catheter (bdc) was advanced and crossed the target lesion for pre-dilatation. However, during the first inflation to 8 atmospheres at 10 seconds the balloon ruptured. The device was not soaked in saline prior to use. Since a 3.0 mm non-abbott cutting balloon had already been used to dilate the lesion to a certain degree, the procedure was finished without stent implantation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.